Event description:
It was reported that the device and leads were uncomfortable. The leads were poking against the skin in the device pocket area and were protruding from underneath the implantable pulse generator (ipg). The pocket was revised and the device and leads remain in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 5076-45, lead, implanted:(B)(6) 2006. (B)(4).